Event description:
Reporter reports that a transfer set was leaking from the silicone tubing. The leak was found 5mm from the clamp. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.